Event description:
It was reported that the patient's implantable neurostimulator (ins) was unable to communicate with the recharger or patient programmer. The last successful recharging session, as well as the last time any stimulation was felt, was over 12 months prior to the report. The reporter indicated that a physician mode recharge (pmr) had been performed by the patient a few days prior to the report. It only lasted for 30 minutes before it showed that the ins was charging normally. However, the patient was unable to turn stimulation on. It was noted that the patient never saw a power on reset (por) screen. However, given the longevity of her not using stimulation, this didn't match with known characteristics of the battery following an overdischarge. It was not possible to use the antenna locator (al) feature as the patient's recharger version did not have that feature available. Another pmr had been initiated on the day of the report, and the patient was sent home to finish up the pmr and start a normal charging process. Additional information received 4 days later indicated that the patient had had a few surgeries unrelated to her device, and turned her device off during that time. The patient was in and out of the hospital over the past year and never charged the battery during that time. As a result, the battery became overdischarged. The reporter had not heard from the patient since the pmr was initiated. On that same day, it was further reported that the patient was unable to adjust stimulation. A por condition following an overdischarge was reported and the patient programmer displayed a 'call your doctor' icon. The reporter stated that the patient had completed the pmrs the previous week and had been keeping the ins charged. However, the patient needed to clear the por message. It was determined that it was a warning por which could only be cleared with a clinician programmer. Eight days after the last report, it was reported that the patient was seen and her ins was turned on and programmed. A 'few high impedances' on electrodes 2, 3 and 4 were noted. The reporter stated that the patient was getting coverage in her back where she needed it. The patient was going to follow-up if anything changed. Information also reported on patient's other ins in manufacturer's report # 3004209178-2013-00894.

Manufacturer narrative:
Concomitant products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3887-33, lot# j0427890v, implanted: (B)(6) 2004, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37711, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator. (B)(4).